Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic due to pocket stimulation. Upon interrogation, the pulse generator exhibited capture anomaly. The device was reprogrammed, which resolved pocket stimulation.